Event description:
A (B)(6) distributor contacted zoll customer support ot report damaged cable or wires exposed in an electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damage cable or wires exposed) was confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse events resulted from the damaged cables and wires. The patient was issued a replacement electrode belt.